Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that user experienced leakages when using the nim trivantage emg tubes. Re- intubated with this product but the issue happened again. Anesthetist re-intubated with next tube leaked again. There was a procedure delay. No known impact or consequence to patient

Manufacturer narrative:
H3: product analysis found that visually, there was no damage (external) noted with unaided eye in the construction of the device. There were traces of contamination found at the proximal end of the cuff. There was a long white tape wrapped around the tube as well as a small piece of orange tape wrapped around the tube. The harness had a tape paper intact when returned. Functionally, a syringe was used to inject 15cc of air into the cuff and the cuff deflated instantly. While inflating, the cuff was submerged under the water for leakage observation. As soon as cuff was submerged under the water, the bubbles started to show. The cuff leakage occurred in the middle of the cuff. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: additional information suggest that b17, c20 and d14 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.